Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the hcp filled the patient¿s pump with a new admixture and wanted the patient to receive the drug immediately. Per the reporter the reason they were changing admixtures was because the patient was not getting good pain relief. The hcp was unable to aspirate from the catheter to remove the system contents. Per the reporter the hcp decided to give the patient a bolus of drug in the catheter of 0.11ml. The patient did not have a response to the bolus and the hcp instructed the reporter to give a second bolus of 0.114ml. It was further noted the patient was having an x-ray performed. The pump was used to deliver hydromorphone and ketamine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8835, product type: programmer, patient. (B)(4).

Event description:
It was later reported that the patient lost his personal therapy manager (ptm) and got a new one from his doctor&#62688;office. The new ptm failed to communicate with the pump. The patient put new batteries in the ptm and decoupled it, but this did not resolve the issue. The patient was using an antenna. The antenna was disconnected and communication was attempted again but was unsuccessful. It was later reported that telemetry was successful with the physician programmer. The patient last requested a ptm bolus on (B)(6) 2014. The patient did not have problems with lockouts and was successfully receiving boluses until this date. The patient last had a refill on (B)(6) 2014 and there were no known problems. The healthcare provider (hcp) did suspect an issue with the pump or catheter and originally scheduled a revision for this report date. However, the patient was too sick to have the revision at that time. It was confirmed that the pump was flipped. It was suspect that the patient was a "twiddler". The hcp was not planning to replace the pump at this time, as the patient was dying of cancer. The device system was used to deliver fentanyl, hydromorphone, bupivacaine and ketamine. It was later reported that, regarding the flipped pump, the patient was "very very thin". It was visible that the catheter port was going the wrong direction. It was not determined what caused the pump to flip. The hcp planned to flip the pump back over when the patient came back to the office.